Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's four infusion sets fell off during use. The first occurrence occurred on b)(6) 2024; the second on (B)(6) 2024; the third on (B)(6) 2024; the fourth on (B)(6) 2024. The infusion set was used within 24 hour period. The blood glucose level of the patient was on average 150 mg/dl to 200 mg/dl. Also, the area of insertion cleaned and air-dried. No further information was available.

Manufacturer narrative:
Device 3 of 4.